Manufacturer narrative:
The system was examined and the reported event was confirmed. The host was replaced to resolve the issues. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on april 20, 2010. Based on qa assessment, the product met specifications at the time of release. The host power printed circuit board (pcb) was received for evaluation. A visual assessment of the returned sample found no visual nonconformities. The returned sample was installed into a calibrated system, and then booted up successfully. All 5 leds on the sample were illuminated green, indicating no nonconformities with the pcb. The system was then operated to ensure full functionality, and switched through various surgery modes and screens with no nonconformities observed. The returned sample was determined to have met specification. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract procedure, the system made a "crashing sound" and all system functions stopped working. However, the system remained on. The event occurred during the irrigation/aspiration phase. The surgeon manually removed small cortical masses with a syringe. The doctor indicated there were acceptable amounts left inside the eye and expects this to be absorbed. There was no patient harm. Additional information was requested and received.